Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) USA alleging that their onetouch ultramini meter had been reading inaccurately high compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient was unable to recall when the alleged product issue occurred, but stated to have obtained a blood glucose result of ¿118mg/dl¿ on the subject meter and ¿105mg/dl¿ on another meter within 30 minutes of one another. The patient manages their diabetes with an unknown type and dosage of insulin and makes no adjustments to this. The patient denied making any changes to their normal diabetes management routine as a result of the alleged inaccuracy. ¿a few days¿ after the alleged issue occurred, the patient developed the symptoms of ¿cold sweats, shakes and nervousness¿ and claims to have self-treated by taking additional ¿food and/or glucose gel¿ an unknown period of time after experiencing these symptoms. No other device was used to measure the patient¿s blood glucose at this time. At the time of troubleshooting the cca confirmed the unit of measure was set correctly on the subject meter, and the samples were taken from an approved sample site. Replacement products were sent to the patient. Although the blood glucose comparison being made did not exceed lfs¿ criteria for accuracy, this complaint is being reported because the patient claimed to have experienced symptoms which are suggestive of serious injury after the alleged product issue occurred.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
The patient¿s meter has been returned on 4/7/2015 and evaluated by lifescan product analysis on 4/10/2015 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.